Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks or blockages. IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during set up when the channel drain when connected to the renasys touch gives alarm canister full or blockage alarm. Backup was available to continue the treatment. No patient harm reported.